Event description:
The AED could not connect to saver evo. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2015. The device was returned with the reported fault ¿AED could not connect to saver evo¿. The investigation was unable to replicate the fault during the investigation. The device was returned by htm medico as well as 3 other units within the past 5 months with the reported fault of being unable to connect AED to pc/saverevo, the customer reported that the same usb cable was used to test all 4 devices. Given no fault was found on the unit, it is possible that the reported fault relates to an issue with the user¿s usb cable or a hardware/port issue with their pc. The investigation was unable to verify the user¿s pc connection to the device. We have recommended that the user change their usb cable. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a heartsine sam 500p.

Event description:
The AED could not connect to saver evo. There was no patient involved in this event.